Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered difficulty during removal and subsequently separated. Analysis of the returned wire noted a portion of an accessory device stuck on the wire, distal to the separation. It is likely that the guide wire met resistance with the accessory device, resulting in the reported difficulty during removal. Manipulation of the wire, when resistance was met, likely contributed to the reported separation. Factors that could contribute to interaction between the wire and an accessory device include, but are not limited to, inner diameter of the accessory device, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the accessory device or guide wire. In this case, it is unknown what contributed to the interaction. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the first diagonal artery. The versaturn guide wire was used however resistance was noted during removal as the guide wire became entangled in other devices. The physician suspected the tip solder joint separated but this could not be confirmed. Another versaturn was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.